Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly calcified vessel. A 7.0 x 40 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 7-40/5.3/75 mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon bond and extending approximately 28mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly calcified vessel. A 7.0 x 40 75cm mustang balloon catheter was advanced to dilate the lesion. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 7-40/5.3/75 mustang balloon catheter. No patient complications were reported and the patient's status was stable.